Event description:
The customer reported that they were having difficulty with maintenance messages. There is no info regarding pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.